Manufacturer narrative:
Findings: unit had no button response due to flattened dome switches on the escape, act, up arrow and down arrow buttons (no crease). During visual inspection, the keypad connector on the lcd was found locked properly. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test due to no button response. Unit had minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and miscarriage, customer's blood glucose reading was 451 mg/dl when first admitted in the hospital. The customer experienced symptoms such as nausea, dizziness, and abdominal pain. No form of treatment was reported. The nurse stated that the customer's insulin pump had a keypad anomaly and the buttons were hard to press. During keypad anomaly troubleshooting, the nurse confirmed that the time was advancing and the insulin pump settings has been reset due to customer's pregnancy. The customer¿s nurse was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.